Event description:
Pt reported that their one touch ultra test strips were damaged. This issue was not resolved with troubleshooting. Pt's testing technique was correct. There was no medical intervention or treatment given due to this issue. No further clinical information was provided.